Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the forks are cracked on the top, somewhat on the sides. That the last time the end user used the chair on a curb, they bent over. He states the left side inner, and right side outer are where it cracked.